Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0876 inches. All buttons function properly. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however,. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage ( ul vlith ) and loaded voltage (loaded vlith) ) was within spec range. However, found multiple failed batt test alarms on event date 24-sep-2025 16:05:01.000 in the file history due to customer insert low battery. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In summary, customer allegation for pump rejected new battery and gives insulin flow blocked not confirmed during full functional testing. However, moisture found on the electronic assembly, motor or force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, low battery alert prior to replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-886a. Troubleshooting was performed. Found that the alarm was a past event and it was resolved. No harm requiring medical intervention was reported. Mmt-332a, mmt-886a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.